Event description:
It was reported that an unknown connection issue occurred. A review of the share logs was performed and signal loss was found within the investigation window. The connection issue was confirmed as signal loss. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 patient was unable to identify device issue therefore a more specific code could not be selected.